Event description:
A nurse reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. She reported the pt wanted to stay a little myopic. She also reported that one day postoperatively, the pt's astigmatism was resolved, refraction was -2.50, and the pt was very pleased; two weeks later; refraction was -4.00. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There has been one other similar complaint reported in the lot number. Add'l info was requested on (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).